Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump has been alarming with no delivery. The patient's blood glucose at the time of incident was 231 mg/dl. The customer stated that the insulin pump alarmed no delivery about once a week for the past month. Troubleshooting could not occur since the customer had already resolved the no delivery by changing the infusion set and reservoir prior to the call. A manual prime was performed and the insulin pump did not alarm. The suspect reservoir and infusion set will be returned for analysis and a replacement reservoir and infusion set were shipped to the customer.